Event description:
It was reported that at start up of the 2600 system an error code of 404 was displayed. It was also reported that the table will not do any self tests. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced system fuse and table sensor. The system was tested and found to be working as intended and placed back into service.